Manufacturer narrative:
To date, the MFR has not been made aware of an adverse event related to the perigee. Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report #2183959-2012-00263. On (B)(6) 2006, the pt was implanted with an apogee to treat the pt's "pelvic organ prolapse and/or stress urinary incontinence." It was reported that, "after, and as a result of the implantation, the pt, "suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal tissue, dyspareunia, additional surgery and other injuries." She also, "experienced significant mental and physical pain and suffering," required medical treatment, has sustained permanent injuries, recurring incontinence, hardening, and chronic pain. It was also reported that on (B)(6) 2007 and (B)(6) 2008 the pt had, "additional surgery," details were not provided.